Event description:
Consultant reported the dhs coupling screw broke during the surgical procedure. The surgeon had implanted a dhs lag screw. As he was unscrewing the coupling screw to remove it from the lag screw, the threaded portion of the coupling screw broke off inside the dhs lag screw. The surgeon then removed the lag screw and replaced it with another lag screw. The procedure was completed with no further problem. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records was performed and no complaint related issues were found.